Event description:
It was reported that the customer has passed away at home. The cause of death was natural causes - cardiac arrest. The caller stated that it was a sudden death. The customer had coronary disease and hypertensive vascular disease. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The caller stated that the only reasons why the custom might have taken the insulin pump off were either to take a shower or to perform a set change it, as that's the only time the customer ever took the insulin pump off. The caller was not sure if the customer was using sensors but stated she didn't think so. The customer was not wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.